Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced pain at the ipg regardless of stimulation, however; the sensation is aggravated with stimulation. The pt reported she moved 'wrong' and felt the ipg had dislodged and has experienced pain since that incident. As a result, the pt underwent surgical intervention on (B)(6) 2014 to relocate the ipg.